Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  for the past 3 days, they had been having "muscle spasms" that start in the legs. Pt switched positions and "adjusted" and the muscle spasms moved to the left buttocks, then to the lower back, to the abdomen, and finally to the chest wall muscles. Pt said they turned off the spinal cord stimulator(scs) to make the muscle spasms stop. Pt said they had "not adjusted their settings" and were "fine until 3 days ago." Pt called medtronic (mdt) rep two times today and left voicemail for mdt rep. Pt had not received a call back. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they are looking for a new provider because one of the last medications the pt was prescribed made their heart race and the pt felt like they were going to have a heart attack. Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned their recharger antenna was "losing connection and not charging their implanted neurostimulator(ins) properly." Pt said they got "poor" recharge quality and had to relocate their recharger antenna several times during a charging session of the ins. Pt had to restart charging session and charging sessions of the ins were taking 2-3 hours. An email was sent to the repair department to replace the recharger antenna. Pt mentioned they see doctor for prescription renewals or injections. But are looking for a new provider because one of the last medications the pt was prescribed made their heart race and the pt felt like they were going to have a heart attack. Pt called back from number registered saying they received their rtm replacement but said it did not correct their "battery problem". Pt further explained that they would be able to charge their ins from 50-100% but the controller would only drop from 100-80%. Pss reviewed that it appeared the device was working more efficiently with the rtm replacement. Pt called back from number registered saying that they had 2 more muscle spasms since they had their ins adjusted by the mdt rep. Pt said it did okay for several days after it was adjusted and then they had a spasm on sunday and tuesday. Pss redirected pt back to hcp/rep for further assistance. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient called back from number registered stating that they were still having recharging problems even with the rtm replacement. Pt said they went to charge the ins and it was on excellent recharging from 1.5 hours and the ins battery did not increase. Pt said they waited 24 hours and tried again and then the ins charged from 70-100% within 10 minutes. The pt also said their ins was not working, because the manufacturer representative (rep) told them to keep lowering the stimulation if it kept causing spasms and so now it was so low it was not working period. Pt said when the ins does work, it causes a palpating feeling like their muscles were jerking fast in both of their outer thighs and in their left chest muscle right above their heart (pt said they have aortic bicuspid valve). Patient services (pss) redirect the patient (pt) to their healthcare provider (hcp) to further address the issue and provided pt with number for nas.

Manufacturer narrative:
Concomitant medical product: product ID lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the issue was not determined. The settings were changed from a to c and the wave lengths were changed. It was noted it seemed like the a setting was the problem. Setting to c and changing the wave lengths seemed to help so far.